Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor was unable to power up.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor was unable to power up. Multiple components on the defibrillator pca and the c/a board were electrically damaged. The cause for the damage was isolated to corrosion on the j1002 and j1003 connectors on the c/a and defibrillator pcas. The root cause for the contamination was ingress of unk liquid. No adverse event resulted from the defective monitor.